Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2010, due to alleged pain. No bony ingrowth was noted on the acetabular cup. This report is based on allegations set forth in plaintiff's complaint, the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is based on allegations set forth in plaintiff's complaint, the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity".

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010, due to alleged pain. No bony ingrowth was noted on the acetabular cup. This report is based on allegations set forth in plaintiff's complaint, the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for the revision was lack of ingrowth of right acetabular component and pain. Operative report further noted essentially no bony ingrowth on the back of the acetabular implant. The acetabular cup, modular head and taper adapter were replaced with competitor acetabular components and a biomet head.